Event description:
It was reported that the tip broke on conquest arthro graspers during suturing. All of the pieces were retrieved. No injury to the pt reported.

Manufacturer narrative:
Device investigation has begun, but not yet complete. Full investigation details will follow with a follow-up report.